Event description:
Near-infrared spectroscopy (nirs) probe on right flank resulted in a stage 2 pressure injury.

Event description:
Near-infrared spectroscopy (nirs) probe on right flank resulted in a stage 2 pressure injury.

Event description:
Near-infrared spectroscopy (nirs) probe on right flank resulted in a stage 2 pressure injury.

Event description:
Near-infrared spectroscopy (nirs) probe on right flank resulted in a stage 2 pressure injury.

Event description:
Near-infrared spectroscopy (nirs) probe on right flank resulted in a stage 2 pressure injury.

Event description:
Near-infrared spectroscopy (nirs) probe on right flank resulted in a stage 2 pressure injury.